Manufacturer narrative:
It was reported that there was an accept button failure. The remote service engineer (rse) advised the customer of the power switch overlay replacement. A philips authorized service provider (asp) then went onsite and replaced the power switch overlay to resolve the reported issue. The philips asp replaced the power switch overlay to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: e1-(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was an accept button failure. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was an accept button failure. The remote service engineer (rse) advised the customer of the power switch overlay replacement. Onsite service is currently pending.